Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Joint fluid retention [joint effusion]. Pain [pain]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2 ml, weekly, in an unspecified joint. The synvisc lot number was not provided. The therapy with synvisc was completed on (B)(6) 2011. On an unspecified date in 2011, the pt experienced pain. On (B)(6) 2011, two days after completing the three injections of synvisc administration, the pt experienced joint fluid retention and 60 cc of joint fluid was aspirated. The physician reported that it was not an infection. On (B)(6) 2011, the joint fluid had decreased to 10 cc and was aspirated. On the same day, the pain improved and the event of joint fluid retention recovered. The pt event was medically significant. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensities for the events of joint fluid retention and pain were not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as probable. The relationship between synvisc and the event of pain was not provided by the reporting physician.